Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd vps 20ga 1.1mm od 32mm l instaflash leaked. The following information was provided by the initial reporter: venflon leaks after administration of 36 ml of contrast. They inserted a venflon to a patient who needs contrast, this is done without any problems. The contrast is started, there is a "puff", the contrast syringe peaks and goes all the way down in flow because of this (approximately 36 ml of contrast is given), we have to stop the examination, went into the patient and the housing on the venflon has opened and there stood contrast out of the housing directly into the side of the patient's face. We inserted a new venflon and started the procedure once again without any problem. When did the incident occur? During use.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-54 during production. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Venflon leaks after administration of 36 ml of contrast. They inserted a venflon to a patient who needs contrast, this is done without any problems. The contrast is started, there is a "puff", the contrast syringe peaks and goes all the way down in flow because of this (approximately 36 ml of contrast is given), we have to stop the examination, went into the patient and the housing on the venflon has opened and there stood contrast out of the housing directly into the side of the patient's face. We inserted a new venflon and started the procedure once again without any problem. When did the incident occur? During use.